Event description:
Caller tested 4.7 inr and 6.9 inr on the coaguchek xs system. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.